Event description:
Have been using amo complete moisture plus contact lens solution for at least one year, not sure of exact date when started using that contact lens solution. Issues may be related to the recall. Had been experiencing extreme eye redness, irritation, pain and inflammation, blurry vision for a few weeks. Went to eye dr in 2007 and was given prescription for ciprofloxacin 0.3% and fluorometholone 0.1%. After several days of use, symptoms seemed to clear; however, eyes still experiencing some minor redness/irritation. Previous eye problems: had eye irritation problems in late 2006, diagnosis was eye disorder and was given erythromycin ointment and symptoms cleared within approx 5 days. Dose: contact lens multipurpose. Frequency: daily. Date of use: approx. 1 year. Diagnosis or reason for use: daily contact lens cleaning and soaking solution.